Manufacturer narrative:
(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) capd disconnect y-sets leaked from the drain bag. This occurred during draining of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.